Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was visible; indicating the needle mechanism did not function as intended. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was worn on the patient's arm for between 4 and 24 hours. Once the pod was removed, the cannula was found bent. As treatment, a new pod was applied and a extended bolus was delivered.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the reported event. The device ran for 2341 pulses and was deactivated by the user. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.